Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a 7fr guide catheter and a choice pt guide wire to access the lesion. The choice pt wire was exchanged for a csi viperwire and the oad was loaded onto it. The physician treated the lesion by performing five runs at low speed using the oad, followed-up with three additional runs at low speed. At this point, the vessel remained non-compliant, so the physician performed an additional three runs at high speed. The physician followed-up atherectomy by placing a 3.0x12mm quantum stent. Post-stent angiography revealed a dissection flap and reduced arterial flow. Additional stents were deployed; however, complete dilatation of the stent could not be achieved. Two hours post-procedure, the patient experienced cardiac tamponade and status began to decline. Angiography revealed a small perforation in a distal branch. Subsequently, pericardiocentesis was performed and the patient status returned to stable.